Event description:
Customer reported getting inaccurate erratic reading from their freestyle meter. Freestyle comparison readings of 125 and 206 mg/dl were reported by the customer. Freestyle comparision results differ by more than 20% and meet the manufacturer's definition of a malfunction.